Event description:
Information was received from a family member of the patient. The patient was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. It was reported that a couple days before report the patient started to have a lot of pain. It was indicated that the patient¿s back was now visual whereas before it was nice and flat. The device was right underneath the surface of the skin. It was noted that it seemed like a rejection that was causing migration. The caller stated that when they looked at the device it looked like it kind of acted like it wanted to exit the incision area. The original implanting healthcare professional (hcp) was contacted and they agreed that the device needed to come out. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.